Manufacturer narrative:
An event of erosion of the device was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On an unknown date, the patient underwent transcatheter device closure of an atrial septal defect in the catherization laboratory using an amplatzer septal occluder. The patient did well with the procedure and was discharged the next morning. Approximately a month later, the patient was seen by her cardiologist for a scheduled follow up visit. The echo showed a small fistula between the aortic root and the left atrium and into the aortic root at the level of the non-coronary cusp. The patient was asymptomatic, so the plan was made for the cardiologist to talk to the cath team the next day and to stay in close communication. The cardiologist talked to the cardiology team the next day. The echo was reviewed there was a concern that the erosion could progress over time and potential bleeding into the pericardium. The patient was immediately called and asked to have her family bring her to the emergency room. Cardiac surgery was consulted and started plans for immediate surgery to remove the device. The patient came to the emergency room as instructed and a echo confirmed the diagnosis and showed no change from the prior day. In the operating room, the diagnosis of erosion was confirmed, the lesions were repaired, both in the aorta and the roof of the atrium, and the device was removed without issues. The atrial septa defect was then closed with a pericardial patch. The patient tolerated the procedure well.